Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('excessive bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), amenorrhoea ("disappearance of menstruation"), swelling ("swelling"), insomnia ("insomnia"), arthralgia ("joint pain"), anxiety ("anxiety"), hyperaesthesia teeth ("dental sensitivity") and mental disorder ("psychological sequels"). The patient was treated with surgery (essure removal). Essure was removed in 2016. At the time of the report, the pelvic pain, genital haemorrhage, amenorrhoea, swelling, insomnia, arthralgia, anxiety, hyperaesthesia teeth and mental disorder outcome was unknown. The reporter considered amenorrhoea, anxiety, arthralgia, genital haemorrhage, hyperaesthesia teeth, insomnia, mental disorder, pelvic pain and swelling to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.